Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-oct-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user was unable to issue medication. A technical support specialist remoted in and checked the cubie. The cubie was reading correctly via the tester. The quantity was found to be two instead of three and issued two transactions, and the cubie did not open after that. Then, the customer sends a refill for the medication to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device. Initial reporter facility name e1.- (B)(6) .

Event description:
It was reported when using the bd pyxis¿ medbank mini, the user was unable to issue the medication. The customer reported that the malfunction took place when the user tried to dispense medication to the patient, however no delay was reported. There were no adverse events or injuries reported based on this incident.